Event description:
Boston scientific crm received information that this lead was explanted due to a patient infection. No other adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.